Event description:
It was reported that the long bipolar grasper instrument had thermal damage to the pulley cover. There was no reported injury.

Manufacturer narrative:
The long bipolar grasper instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of thermal damage on the pulley cover.